Manufacturer narrative:
A first logbook analysis came to the conclusion that a user had switched off and on the device within short time by mistake. At first this seemed to be the root cause for the described issue, hence not a reportable event as this would be a user error. In the course of further investigation in depth log analysis revealed that there was a warmstart too. Therefore this event is reported now. During a warmstart ventilation stops for about 8 sec. The hose system is opened automatically to atmosphere in order not to hinder possible spontaneous breathing efforts of the patient. The warmstart is accompanied by appropriate alarms. The root cause of the warmstart was a direct trigger of the hardware monitoring circuit. In this case no error code for the warmstart is stored in the error log ¿ which has contributed to the first assessment. It is likely that the internal power supply reacted on an extreme electrostatic event or an external electromagnetic disturbance. The evita has alerted the user by posting the appropriate alarms and performed a warmstart to restore data base for ventilation. The evita is designed and approved in accordance to medical standard iec60601, which defines immunity against such external disturbances. But we learned that in rare cases in hospitals conditions can occur, which exceed the specified immunity levels.

Event description:
It was reported that the device rebooted unexpectedly while in use.